Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) of 298 mg/dl. The customer delivered a bolus to stabilize bg level. It was reported that the suspected cause of the elevated bg was due to consuming a lot of pasta.the customer declined to troubleshoot with tandem technical support.